Event description:
It was reported that during testing conducted at the manufacturer facility, the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Upon disassembly, a failed potted trigger assembly was found, which can lead to the reported event.